Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 09/23/2015 a medtronic representative, following-up at the site, reported that when the main locking handle in the center of the arm is tightened, the arm does not lock properly. With a little pressure you can move both ends. - no parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that was worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.